Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during retrograde intrarenal surgery (rirs) to remove stones, five ncircle delta wire tipless stone extractor baskets failed to close completely. The devices were operated prior to the baskets entering into the "soft mirror" and found to be functioning properly. There were no difficulties encountered when feeding the sheath of the devices into the scope. After the devices were inside the patient, the basket would not completely close. A sixth same type device from the same lot was used to successfully complete the procedure. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: as reported, during retrograde intrarenal surgery (rirs) to remove stones, five ncircle delta wire tipless stone extractor baskets failed to close completely. The devices were operated prior to the baskets entering into the "soft mirror" and found to be functioning properly. There were no difficulties encountered when feeding the sheath of the devices into the scope. After the devices were inside the patient, the basket would not completely close. A sixth same type device from the same lot was used to successfully complete the procedure. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection , inspection of unused product, and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. Five (5) used devices were returned loose in a single pouch. One(1) unopened device was also returned. All devices were visually and functionally tested: device a: basket did not close completely. Basket sheath was kinked 2 cm from the distal end. Device b: basket did not close completely. The cannulated handle and coil assembly that make proximal end of the basket assembly was kinked at their junction. Device c: basket did not close completely. Device d: basket did not close completely. Device e: basket did not close completely. The support sheath was kinked at the handle. Unopened device: basket functioned normally. When closed the basket protruded 2 cm, within specification. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The 5 used devices were all found to not close completely when functionally tested. The returned unopened device did function correctly. Three of the five used devices had sheath damage, kinks in the basket sheath and/or support sheath. All 5 used devices were returned loose together in a single pouch; the observed sheath damage may have occurred during return of the devices and was not related to the reported issue. There was not enough evidence available to be able to determine the cause or likely cause of the issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.